Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) gave the patient anti-tachycardia pacing (atp) therapy and a shock for a heart rate which appeared to be 1:1 at 215bpm. Therapy was not exhausted. The device remained in service until a few years later when it was explanted, replaced, and returned to bsc. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) gave the patient anti-tachycardia pacing (atp) therapy and a shock for a heart rate which appeared to be 1:1 at 215bpm. Therapy was not exhausted. The device remained in service until a few years later when it was explanted, replaced, and returned to boston scientific. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.